Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the cap was missing. There was no report of patient impact. The following information was provided by the initial reporter: today I reached in to the box to get a new one when I was injected by one of the units. It didn't have a cap on just the clear plastic cap which hold the needle.. Their was no cover on the needle, or a cap over the complete needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the cap was missing. There was no report of patient impact. The following information was provided by the initial reporter: today I reached in to the box to get a new one when I was injected by one of the units. It didn't have a cap on just the clear plastic cap which hold the needle.. Their was no cover on the needle, or a cap over the complete needle.